Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. The complaint cannot be determined.

Event description:
Customer states blue top collection tube is not filling to required line. It seems to be losing suction part way through draw process. It feels as if the tube is being pushed off the collection set needle and a good suction isn't being held. This resulted in the patient having to be stuck 3 separate times with same result. Medwatch (B)(4) was submitted by the customer.